Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the tab of the reservoir breaks off and the plastic piece snaps off. Customer's blood glucose level was unknown at the time of incident. Customer also stated that there was a small cracked on the right side of the led screen. Customer declined troubleshooting. The insulin pump will not be returned for analysis.